Manufacturer narrative:
(B)(4). Software version 4.11d (obtained by using a test pcba 1) retainer ring = black customer returned pump for an alleged cosmetic damage found on (B)(6) 2022. Pump was received with a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. Pump was also received with unresponsive keypad. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, dat and keypad voltage test due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was also found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and unresponsive keypad noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no unresponsive keypad noted. The pump was able to navigate the menu and continued testing. The pump passed the self test. No unresponsive keypad/keypad anomaly noted during testing. Unresponsive keypad was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed. Unresponsive keypad was confirmed. Unresponsive keypad was due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was also found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump system was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.